Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral/incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. Additional information was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon ¿excised umbilicus, abscess cavity and infected mesh. The post-operative diagnosis was abdominal wall abscess with infected mesh.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, infection, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.